Event description:
A customer reported an error with their continuous glucose monitor (cgm), specifically a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions for resetting the pump, and after following these steps, the customer successfully started their sensor session without the error reoccurring.